Event description:
It was reported that the patient's neurostimulator "keeps shutting off" and that the stimulation decreased so it cannot be felt. The patient was unaware of any accident or emi interference related to this event. She had a follow-up appointment with her healthcare professional tomorrow. The patient was at home and her status was reported as good. Further information from the healthcare professional has been requested.

Manufacturer narrative:
(B) (4).